Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the event was not reproduced. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the noise and oversensing that was previously reported resulted in inappropriate defibrillation therapy. The right ventricular lead was explanted and replaced to resolve the event and the patient was in stable condition.